Manufacturer narrative:
Results: a small piece was missing from the distal tip of the neuron max. The packaging mandrel was unsecured from its packaging tape. Conclusions: evaluation of the returned neuron max revealed a small piece of the distal tip was ripped off. If the packaging mandrel is unsecured from its packaging tape, it may slide into the packaging tube and pin the distal tip of the neuron max. If the device is retracted further, it is likely the distal tip will become damaged. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, upon removal of the neuron max 6f 088 long sheath (neuron max) from the packaging, the physician experienced resistance and subsequently a portion of the tip of neuron max 6f 088 long sheath was ripped off. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.